Event description:
Same case as MFR# 2134265-2011-04968. It was reported that post a stenting treatment procedure stent thrombosis occurred. The patient presented with a st elevated myocardial infarction. The 100% stenosed target lesion was located in the mid left anterior descending artery (lad). Predilation was performed with a 2.25x12mm apex balloon at 8atms for 12 seconds and then at 12atms for 13 seconds. A 2.5x24mm ion stent delivery system (sds) was then advanced to the lesion and successfully deployed at 10atms for 10 seconds with no residual stenosis. A 2.75x12mm ion stent was then deployed at 14atms for 14 seconds and then the stent delivery balloon was re-inflated at 18atms for 8 seconds. The stent was deployed proximal to the first ion stent with slight overlap with 0% residual stenosis. It was noted that intracoronary nitroglycerin was administered for coronary spasm. The patient was given 60mg of effluent and angiomax was also administered. The procedure was successfully completed with no patient complications reported. One hour and 30 minutes later the patient started to experience chest pain and was brought back to the cath lab. It was noted that there was persistent st elevations. Angiography revealed total occlusion of the lad within the previously placed stents. Balloon angioplasty was performed with a 2.25x12mm apex balloon at 10atms for 10 seconds, followed by three more inflations at 10atms for 7 seconds. The balloon was inflated again at 15atms for 10 seconds, 18atms for 9 seconds, 18atms for 7 seconds and 18atms for 10 seconds. It was noted that there was extensive clot within the stents. Aspiration of the thrombus was performed and a significant amount of thrombus was removed, restoring timi 3 flow. A 2.75x12mm apex balloon was then inflated in the lesion at 12atms for 20 seconds, 16atms for 18 seconds and 18atms for 11 seconds. The 2.25x12mm apex balloon was re-inflated in the lesion at 10atms for 14 seconds and again at 12atms for 28 seconds. A 3.0x12mm apex balloon was then inflated in the lesion at 16atms for 28 seconds. It was noted that there was 0% residual stenosis; however, there appeared to be a focal plaque protruding into the stent without obstructing flow. The physician decided not to do further intervention as multiple balloon attempts had been performed at this lesion site. The patient was put on integrilin and the procedure was successfully completed. No additional patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).